Event description:
See initial report.

Manufacturer narrative:
H11: involved revolution pump was returned to livanova for investigation. Upon visual inspection, no defect was found. The upper bearing and impeller were found to be whole and in right position. Revolution pump was then inserted in a test circuit with reservoir and oxygenator filled with blood, and mounted on scp drive unit to be tested. System was tested for several hours at different rpms to achieve flow up to 7 lpm and the complained disposable did not show any functional deviation. Flow was maintained as set for the entire test and no disconnection from drive unit occurred, therefore an issue with the disposable that could have caused the reported issue has been excluded. Based on testing results, the most likely root cause of reported issue has been assigned to a malfunction of the equipment on which the revolution pump head was mounted.

Event description:
Sorin group italia has received a report that, close to the end of an extracorporeal circulation, the flow suddenly stopped without any alerts. The medical team switched the unit to manual rotation (with emergency drive unit), and it did not work. Medical team placed the drive unit back and then, the revolution pump started turning again and weaning was successfully completed. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided d.4. The revolution centrifugal blood pump coated (item 436980667j, lot 2404290016) is a non-sterile device assembled into a sterile convenience pack manufactured and distributed in japan and that is not distributed in the USA. The expiration date of the convenience pack was not provided. Information will be provided if available. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. G.5. The complained revolution centrifugal blood pump coated is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand alone revolution centrifugal blood pump coated (catalog number 050300700 revolution centrifugal blood pump coated) is registered in the USA (510(k) number: k190650). H.4. The device manufacture date of the convenience pack was not provided. Information will be provided if available. H.11. Livanova manufactures the revolution centrifugal blood pump. According to information, the no flow condition last (considering the change to manual operation and then back to drive unit) lasted 3-4 minutes the involved revolution pump has been requested for return to sorin group italia for investigation. Livanova is also submitting a MFR report for the equipment in use during the event. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.